Event description:
It was reported that the tip of the device was identified as broken off during setup at the user facility. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that the tip of the device was identified as broken off during setup at the user facility. No adverse consequences or procedural delays were reported with this event.